Event description:
According to the reporter, preoperatively, when on charger, the two handles failed to charge. It was noted that light was red and other was was working with the same charger. A new handle was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found and was observe vented battery was determined to be from battery degradation (component failure).

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (sn# (B)(6) ) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary cond ition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both batteries were vented, wet with electrolytic fluid. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. It was reported that the handle failed to charge. The reported issue was confirmed. The most likely cause was a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected unreported condition not related to the reported condition: corrupt sd card. Analysis of the handle noted that the microsd card was corrupted. This was confirmed based on log files. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. This condition would result in the handle being unable to enter firing mode pre-operatively. The most likely cause for this condition is a component failure. Another unreported condition was identified not related to the reported condition: cracked screen. The handle initialized on and black lines were seen across the oled screen, which was due to the cracked screen. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device is dropped. Another unreported condition was identified not related to the reported condition: the device was improperly cleaned. Visual inspection noted that there were cracks on the external handle housing, which are indicative of using the incorrect cleaning wipes on the device. The instructions included with this device provide the following guidance: the power handle carries an ipx3 rating according to which only provides protection from spraying water. Wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.